Manufacturer narrative:
Product event summary: analysis found the battery contacts were compressed and the battery drawer was broken. Analysis also found the upper case, lower case, and ring cover were broken. Side bail covers, one case screw, and side bails were missing. It was noted the keyboard was scratched.

Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.